Event description:
During a t10 to l2 fusion with a burst fracture at t12, all bone screws were placed, along with rod and locking caps. Upon final tightening of the sixth of eight screws with the counter torque limiting handle, the driver broke at its distal tip. The breakage was three to four mm from the distal tip of the driver. Tip was retrieved and no fragments were left in the patient. A second driver was used to successfully complete the procedure. There was no delay in completing the procedure and no injury to the patient reported. After the procedure was completed, it was discovered that the second driver was stripped. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. A review of synthes device history records for lot 6458942 revealed the 10nm torque limiting ratchet handle ¿ 6mm was manufactured by nemcomed. Po 1185354, dated 11/16/10, for 25 parts, was inspected to the synthes incoming final inspection sheet number ns019535 revision c on 11/17/10. The product conformed to all requirements. The certificate of compliance (c of c) is dated 11/12/10. Twenty-five parts were released to the warehouse on 11/18/10. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.

Manufacturer narrative:
Device used for treatment, not diagnosis. Two t25 star-drive shafts 03.632.002 (lot #6726410 and # 6610963) and one (1) 10nm torque limiting ratchet handle 03.620.061 (lot #6458942-18) were received. These instruments are part of the matrix (deformity/degenerative) spine system. The 10nm torque limiting ratchet handle is also part of the pangea degenerative spine system. Based on the information reported and received parts, the scope of this evaluation was focused on the matrix spine system. The applicable technique guides and related literature were reviewed. The matrix spine system also includes driver 03.632.072 (star-drive long), 03.632.400 (straight tip-standard) and 03.632.401 (straight tip-long). The surgeon uses a t25/6 mm hex coupling driver for screw insertion, final tightening and removal of the matrix locking caps. The torque limiting handle of 10 nm is required for final tightening of the locking cap implants. These technique guides included cautions and recommendations associated with tightening, loosening or removing locking caps (¿never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur and could potentially harm the patient.¿). It also mentioned a warning regarding the torque limiting as follows: ¿final tightening should only be performed with a calibrated 10nm handle. Refer to the torque limiting handle packaging and labeling for the recommended calibration maintenance.¿ both drivers part 03.632.002 were received with the distal tip damaged. The tip of one of the drivers was received fractured and a significant portion is missing however it is noted that the remaining splines are slightly twisted. The tip of the other driver was received with burrs and deformed/twisted splines. The direction of the deformation in both drivers confirms this condition occurred as reported during tightening. Without limiting the torque or using a handle with calibration out of specification, the user can generate enough torque to exceed the shear strength of the material. Off axis loading can also contribute to the failure of this driver. The received 10nm torque limiting ratchet handle 03.620.061 was not further inspected as it is a source control device and manufacturing has tested this instrument as well as conducted follow up with supplier. Testing confirmed that the instrument did not function properly per specification. No history was found on the device that indicates that has been re-tested. It is recommended that torque settings be re-certified every six months or every 50 autoclave cycles for a review of all components for wear and recalibration to maintain device accuracy. Based on this finding, it is likely that the condition found of torque limiting handle function out of specification contributed to the break/strip the distal tip of the drivers. The lot #6610963 and #6726410 of received drivers were received on february 2011 and july 2011 respectively. The lot #6458942-18 of received torque limiting handle was received on november 2010. A review of the applicable driver drawing (03_632_002 revision a) was performed. The drawings call out the appropriated dimensions, material (x15tn) and finishing processes for a successful device design. The device was found to be adequate for its intended use. Additionally, the applicable torque limiting handle drawing (03_620_061 revision d and e) was also reviewed and the drawing call out the appropriate dimensions and finishing processes for a successful device design. The device was found to be adequate for its intended use with 6 mm hex coupling drivers. As previously mentioned the 10nm torque limiting ratchet handle 03.620.061 is a source control device as such the following occurrence rate and risk analysis verification is focused on the t25 driver 03.632.002. Based on the evaluation results, the driver device has sufficient capacity when a calibrated torque limiting handle is used and likely that the condition found of torque limiting handle function out of specification contributed to the break/strip the distal tip of the drivers.

Manufacturer narrative:
Device used for treatment, not diagnosis. A manufacturing evaluation was performed. The 10 nm torque limiting ratchet handle, 6mm hxc, lot # 6458943, was manufactured by nemcomed (presently avalign technologies ¿ nemcomed). The complaint condition is due to an unknown cause. The part initially conformed to all requirements per the certificate of compliance dated november 12, 2010 and was inspected / conformed to the synthes incoming final inspection sheet. Nemcomed responded on (B)(4) 2013, and stated the product was evaluated and findings were as follows: the part was tested for function and the unit did not function properly and does not meet specification. A detailed analysis is unable to determine the root cause. All records were reviewed and indicate the unit was processed correctly through all manufacturing operations. There is no history returned with the device to indicate usage, times autoclaved or cleaning cycles. Job file was reviewed and met dimensional specifications. All units associated with lot 6458942 were manufactured and processed per specification requirements. The part returned meets all manufacturing specifications at the time of shipment and the complaint condition is not related to the manufacturing process. Unknown lot number provided by reporter is 6458942-18. Database recognizes lot 6458942 as associated with 03.620.061, but does not recognize it with the suffix "-18".